Event description:
It was reported by svc report that the brakes are not holding and the foot jack won't go down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval: brake cam.